Event description:
Event 1 [redacted date] while attempting to pair bravo device for set up of bravo placement, distal end of bravo placement device noted to be broken after removing white piece to pair. Product complaint form filed. Broken equipment did not enter patient d/t md deciding no longer to place bravo device. We have reached out to the rep and reported this and awaiting further instruction on returning the product. Event 2 [redacted date] "bravo clip cf capsule missing large white clip. Retrieved another clip from stock room and deployed."